Manufacturer narrative:
The lot was manufactured on february 10, 2023 - february 12, 2023. Six (6) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water and a leak was observed at the spike port bonding area of the six (6) samples. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: (B)(6) e1: initial reporter last name: (B)(6) e1: initial reporter address: (B)(6) the devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. This was identified during the visual inspection process of the finished products. There was no patient involvement. No additional information is available.